Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a lead safety switch (lss) occurred switching from bipolar to unipolar pacing. This lss occurred because the right atrial (ra) lead of this implantable cardioverter defibrillator (ICD) exhibited out of range pacing impedance measurements greater than 2000 ohms. Technical services (ts) was consulted and determined the measurements had been gradually rising over the last year and recommended reprogramming options. Additionally, myopotential noise in unipolar pacing was oversensed. This ICD remains in service. No adverse patient effects were reported.